Event description:
This MDR is being filed as exposed implant material. It was reported that following a retreatment with urethral bulking implant, the pt returned to the dr's office in 2006 experiencing miserable pain. A cystoscopy was performed and exposed implant material was noted on the left side. The exposed implant material was removed and no further complications have been reported. Treatment details: initial treatment was in 2005. Retreatment was in 2006. Treatment volume was 2.5 ml. Date of onset was on the event date. Date of resolution was prior to event .

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethral healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or foreceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions, acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.